Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, episodes of non-sustained right ventricular oversensing were noted. Abbott was contacted and device reprogramming was recommended. The physician decided to not take any action. The patient is stable and will continue to be monitored.